Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2024 and suture clips were used. During the procedure, it was reported by the sales rep that the device was broken when the package was opened. Another device was used to complete the case. One device will be returning. Visual analysis of the returned sample determined that the xc200 cartridge was received with the clips broken inside of a plastic jar and with one clip loaded, however during the handling of the clip, it was broken. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was received with the clips broken inside of a plastic jar and with one clip loaded, however during the handling of the clip, it was broken. In addition, the foil was examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to sample condition. The event report could not be confirmed as the reload was received with the clips broken. It should be noted that all ethicon product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: lot number of ip-02114322: unk : rl2abh. What is the lot number? Currently, unknown.please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections: we regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): n/a.